Event description:
It was reported that during a unknown procedure, there was a broken screw with device. Not noted how case completed. No patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.